Manufacturer narrative:
No product was returned for evaluation. Hcp noted that the patient saw another doctor who didn't feel case was consistent with fungal keratitis. Unable to obtain medical records to verify reported case of fusarium. Based on available information, no conclusion can be drawn.

Event description:
A report was received via the FDA medwatch medical product reporting program dated 10/02/2006. Hcp reports that in 2006, patient's vision was somewhat blurry and she used renu multiplus lubricating and rewetting drops to treat the irritation and experienced an immediate reaction to the drops. That day patient was examined and a diagnosis of fusarium fungal keratitis was made. Patient was treated with lortab for pain and amphotericin-b for the infection. Subsequently, medical documentation received: hcp reports he saw patient with symptoms of a fungal infection which cleared up about a week after visit. Treated with punctal plugs and vigamox. Patient was not seen back in the office for follow-up. Hcp felt patient's final outcome was "recovered." Hcp also noted that patient saw another doctor who didn't feel case was consistent with fungal keratitis. Unable to obtain medical records to verify reported case of fusarium.